Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x32mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element,mr,ous 4.00 x 32 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a kink located at 175mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x32mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.